Event description:
During surgery, the prong broke from the driver while attempting to remove the implant. The prong was retrieved from the patient, then discarded. The implants were then drilled out and corpectomy was performed. Surgery was completed after an additional 10 minutes.

Manufacturer narrative:
Device history record and dimensional analysis of the retrieved part was reviewed. Review of device history records indicate the device was manufactured to specification.